Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during evaluation of the sample, it was observed to be intact. No additional anomalies were observed. Based on the facts of the finding, it was concluded that the reported issue was unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Reason for device explant and/or reoperation: right-sided grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old patient underwent a revision breast augmentation with a 250cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. As a result, the patient underwent removal and replacement with a 250cc mentor memorygel breast implant (catalog #:3542501, serial #: (B)(4)) on (B)(6) 2019.